Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high charge times in mid-life. Boston scientific technical services (ts) discussed with the health care professional (hcp) information regarding extended charge time parameters. Additional information was received that the device eventually did declare elective replacement indicator (eri) due to extended charge times in mid-life. Surgical intervention was performed and the device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The field observation was confirmed.